Event description:
During a procedure to repair the mitral valve regurgitation involving use of the da vinci robotic surgical system, the aortic valve leaflet was perforated during placement of the cardioplegia catheter. This necessitated initiation of cardiopulmonary bypass to repair the leaflet and complete the procedure. Upon removal from bypass, the patient entered cardiogenic shock due to biventricular failure. Additionally the patient went into renal failure. The patient remains hospitalized with partial recovery of left ventricular function.